Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and tibial loosening approximately three (3) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface left 11mm catalog #: 42512100811, lot #: 65509858, persona cemented all-poly patella 32mm catalog #: 42540200032, lot #: 65354778, persona trabecular metal cruciate retaining narrow porous femoral component catalog #: 42502206801 lot #: 65313296. G2 - report source - the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Radiographic review identified subsidence of the medial portion of the tibial tray, however, there was no radiolucency to confirm the component loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.